Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30430752m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported during an atrial fibrillation case, a pericardial effusion was noticed. Caller reported there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by echo. Caller reported that the medical intervention provided was a pericardiocentesis and 1050 cc of fluid was removed. The caller reported that 600 cc of fluid was reinfused back to the patient as well. The physician did not provide a causality opinion. The patient was in the ICU overnight to monitor the pericardial drain that was left in place post-procedure. The patient has fully recovered. The event occurred during use of biosense webster products. The event occurred during ablation phase. There was no report of steam pop. The irrigation flow was set to 8-17ml/min. There were no error messages observed on biosense webster equipment. Dashboard, vector and visitag were used for force visualization. The visitag stability settings were 1.5mm for 6 seconds, fot50% at 6gr and 2mm tag size. Fti was used ad prospective color option. Transseptal was performed with 71cm brk needle.